Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection believed to be attributed to a staphylococcus organism. The device and leads were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.